Event description:
Electromyograph nerve conduction study conducted; used heating lamp to warm pt's right foot. Three days later pt reported redness and blistering of the toes. The following day, diagnosed as cellulitis secondary to a skin burn; pt admitted for intravenous antibiotic (noted that pt is diabetic). Electromyograph lab staff noted that lamp may have been used in a manner inconsistent with MFR's labeling.